Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set leaked antibiotic fluid during infusion. A small crack was noted in the set. The leak occurred where the set is screwed onto the IV luer access bung. To complete the procedure, the antibiotic was administered directly through the patient¿s peripherally inserted central catheter without using the extension set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During gravity testing a leak was observed from a crack in the female luer of the device. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.